Event description:
It was reported that the system 2600 intermittently would not fluoro with large filament. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The high voltage cable's anode and cathode connections were reversed and the large filament was proven to operate. Cleaned connections and calibrated. The system was tested and found to be working as intended and placed back into service.